Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -3.50/1.0/103 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault, refractive surprise and lens opacity. Cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted.